Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding patient with adaptive stimulation (as). It was reported that when the patient was in a lying position, the settings would jump back up to 5.0v and it would be too strong. The consumer stated that they synchronized the programmer with the patient¿s implantable neurostimulator (ins) and the display would show that it was upright at 4.25v. When the patient laid down, it showed that it did switch to the lying b position at 0.90v, but the patient was feeling comfortable stimulation. The consumer received assistance in lowering stimulation and the patient felt a little less. It was reviewed that the patient should try to determine if they were twisting or moving around in the lying position when the uncomfortable stimulation would occur. It was also reviewed that the patient would have to stay in the same position for three minutes in order for the setting to stay. The patient was redirected to their healthcare provider (hcp) if the issue didn't resolve. It was noted that the issue started over the last couple of days, but has been happening more regularly since then. No further complications were reported or anticipated. Indication for use is non-malignant pain.